Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced a low battery alarm during the battery testing in the standard functional test step 9.15, this alarm would have interrupted delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. "This complaint is an ancillary service event opened during investigation of (B)(4)." The cause was unknown. "To correct the condition, the main battery was replaced." If any additional information is received, a follow up MDR will be sent.